Manufacturer narrative:
A stryker depot technician discovered the issue after preventative maintenance by a field service technician. The device is unrepairable and a replacement device was provided to the customer. The cause of the issue could not be determined.

Event description:
During routine preventative maintenance testing by stryker, a non-critical issue with the device occurred. Further testing by stryker showed that the device would not turn on. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was evaluated by a stryker product assessment center technician. The technician was able to verify the reported issue. Evidence of electrical overstress was found within the device, but the cause of the overstress could not be conclusively determined. The device was archived by stryker.

Event description:
During routine preventative maintenance testing by stryker, a non-critical issue with the device occurred. Further testing by stryker showed that the device would not turn on. There was no patient involvement reported with the event.